Manufacturer narrative:
A supplemental report is being sent for device evaluation and investigation completion. Product event summary: one (1) controller (B)(6) was not returned for evaluation. Two (2) batteries (B)(6), (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events due to momentary disconnections involving (B)(6) within the analyzed period. Review of the event log file revealed a controller power-up with an associated pump start event logged on (B)(6)2021 at 10:50:24. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and that an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for twelve (12) seconds. A loss of power to the controller will result in a continuous audible alarm and the controller screen going blank. The loss of power is likely related to the reported ¿controller went blank¿ due to battery exchange. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6)d9: yes, return date: 28-dec-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) d9: yes, return date: 28-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller went blank to a battery exchange.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. The controller serial, modeland catalog number have ben updated. The unique device identifier, the manufacturing date and expiration date of the controller has been updated product event summary: sysrep1; final; or invh10 ; or aih10; drcd; CAPA final usmdr: an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. CAPA final mir : an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching and the controller exhibited alarms with an associated pump stop event. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de/ catalog #: 1650de/ expiration date: 31-aug-2021/ serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation?: no. Mfg date: 13-aug-2020. Labeled for single use?: no. (B)(4). Additional products: brand name: heartware ventricular assist system ¿ battery/ model #: 1650de/ catalog #: 1650de/ expiration date: 31-aug-2021/ serial #: (B)(4) /UDI #: (B)(4) / device available for evaluation?: no. Mfg date: 06-aug-2020. Labeled for single use?: no. (B)(4). Additional information has been requested regarding the clarification and csv log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.